Manufacturer narrative:
(B)(4). Pump passed the displacement. Pump received with cracked case display window corner and loose drive support disk. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call the insulin pump has cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. The customer's pump will be returned.